Event description:
On (B)(6) 2012, the reporter contacted animas and stated the up arrow and down arrow keypad buttons were hard to press and required multiple button presses in order to elicit a response. The reporter denied damage to the keypad. There was no reported adverse event associated with this complaint. The patient reportedly wore the pump underneath clothing and did not clean the pump. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive and required excessive force to elicit a response. All other keypad buttons were responding to button presses and had normal spring back or click. There was evidence of contamination found under the key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.